Event description:
It was reported that a cartridge alarm occurred during the load sequence. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific bg value was not provided. Customer delivered a correction bolus via the pump to address the bg. Customer loaded a new cartridge to resolve the issue.